Event description:
The complaint is reported as: when engaging the peel-away sheath, the right side handle broke. The sheath was removed using the left handle and the midline catheter was kept in place. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The sheath contained obvious signs of use in the form of biological material. Visual examination revealed one sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared rough and jagged, which is damage consistent with undue force being applied while the hub is pulled up instead of splitting to the sides. The sheath body was also partially torn along the score line. The total length of the sheath body measured to be 2.76" which is within specifications of 2.625"- 2.875" per product drawing. The peel-away sheath was able to fully split along the score lines as described in the instructions-for-use. A manual tug test confirmed the remaining tab was fully secured to the sheath body. Manufacturing engineering was consulted to evaluate the sample returned by the customer for potential manufacturing causes. Sheath production process steps were examined; however, it was concluded that unintentional use error likely caused or contributed to this defect. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "grasp tabs of peel away sheath and pull apart, away from the catheter, while withdrawing from vessel (refer to figure 5) until sheath splits down its entire length." The customer report of a separated sheath tab was confirmed by complaint investigation of the returned sample. The damage observed was consistent with undue force being applied. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and feedback from engineering , unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: when engaging the peel-away sheath, the right side handle broke. The sheath was removed using the left handle and the midline catheter was kept in place. No patient injury or complication reported. The patient's condition is reported as fine.